Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, multiple implant positions were attempted, but the pacing lead could not be affixed, where the distal tip was damaged during repeated deliveries. The pacing lead was attempted/not used. No patient complications have been reported as a result of this event.